Manufacturer narrative:
Completion of device service pending.

Event description:
The international customer reported the ventilator would not power on. The customer reported the device was not in use on a patient; therefore, there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the reported problem. A power supply has been ordered for service of the reported problem. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.

Manufacturer narrative:
Supplemental report

Event description:
Power supply was replaced to address the reported problem.